Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the control center (pic ix) does not issue sounds. There was no adverse event or patient harm reported.

Event description:
The customer reported that the control center (pic ix) does not issue sounds. The device was not in use on a patient.